Manufacturer narrative:
The needles will not be returned so a needle investigation cannot be performed. The DHR for the system s/n (B)(4) was reviewed and no observations related to the reported issue were denoted. It is likely that this issue was caused by moisture from the gas lines getting clogged in the needles. The surface area of the gas dryers integral in the visual-ice system is not enough to catch all moisture that is coming from the gas supply lines. An improvement to both the gas supply lines and the gas drying capability of the system has been developed and implemented this system was manufactured prior to the implementation of the changes. Galil medical has a CAPA open on this known gas line issue and will continue to monitor complaints related to this type of event.

Event description:
During a kidney cryoablation procedure at the second cycle of freezing, there was a problem of size of iceball, as seen on CT. 4 icerod plus needles clogged at end of second freezing cycle. Tumor was frozen for 8 minutes in second cycle and it should be enough. But the patient may need a second treatment. Physician discarded the needles at the end of treatment.